Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient continues to experience pain in her right knee after undergoing knee arthroplasty revision. She was also left with a lengthy, garish scar on her right knee from her two revision surgeries, necessitating a fat injection into the scar.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received to this complaint. (B)(4).